Event description:
A us distributor contacted zoll to report that a patient¿s preexisting sores were irritated under the lifevest equipment. Patient described the area as sores on back below neck where straps sit as well as under vibration box, the sores have calcium deposits coming out of them which are very painful and makes it uncomfortable to wear clothing. The patient reported having multiple unrelated medical conditions that are causing the sores. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to physician, but there is no indication of medical intervention. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.